Manufacturer narrative:
No pt information provided as no pt was involved in this concern. Device manufacture date is dependent on the lot number. Damaged part is not expected to be returned. Visual exam at site indicated that the threads were damaged.

Event description:
A medtronic rep reported the open spine clamp threads are damaged. No pt present.